Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display had some led digits that did not illuminate. The device was disassembled and all screws were missing from the user interface board. This resulted in the ui board coming loose from the led display board, which resulted in loss of led illumination. The ui was fully seated the to led display board connection and all leds illuminated and were functional.

Event description:
It was reported that the device is missing led segments on the numeric display. No consequences or impact to patient.